Event description:
According to the reporter: on the first use of the handle with a 2-0 surgidac, the endostitch completely released the needle into the staple line of a stapled stomach. The needle was retrieved.

Manufacturer narrative:
(B)(4)